Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the freestyle libre sensor. Customer (a child) received a "scan again in 10" message for more than two hours and was unable to obtain readings. No symptoms were reported but customer was taken to a hospital by caregiver where an unspecified "high" reading was obtained on the hcp meter and customer was administered unspecified treatment for a diagnosis of hyperglycemia. There was no report of death or permanent impairment associated with this event.